Manufacturer narrative:
Other, other text: the device was returned for evaluation. Visual and functional tests were performed. The device was received with surface marks from old adhesives around the enclosure, stains and paint chips. Drain fitting has corrosion with cracks radiating from the enclosure. Corrosion was also noted around the ground stud. The reported issue was duplicated. Leak was caused by cracked enclosure and loose main block which is normal wear and tear. The root cause of the issue could not be determined. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. UDI number is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was leaking water and the drain is cracked. No patient injury was reported.